Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. Investigation summary: bd received 48 samples and 2 photos for investigation. The one customer photo labeled "17.04.26-1" was evaluated under a related complaint and therefore, it will not be analyzed in this report. The photo labeled "17.04.26-2" shows the device packaging but does not show the reported defect. Ten returned samples were utilized for functional tests to assess the device's performance. All samples passed testing, exhibiting no evidence of side-pierced sleeves, poor sleeve recovery, or sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, 8 devices leaked blood from the np needle during blood collection. There was no health impact or consequences reported.